Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, suffering, disability, impairment, vaginal mesh erosion, dyspareunia and severe scarring.